Event description:
It was reported the right atrial (ra) lead had very variable impedances which ranged from less than 200 ohms to 1500 ohms. There was also noise noted on the ra lead and no capture was visualized. The ra lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.